Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to cracked end cap. However, the insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip and severely scratched display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the drive support cap came off from the motor. Customer stated that they noticed their blood glucose readings were high and the drive support cap was loose. Customer stated that the damage to the drive support cap may have been caused by the insulin pump falling from the chair. Customer's blood glucose reading at the time of the incident was 300 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.